Event description:
A malfunction involving malf 12 was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump.